Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00733, 0001825034-2020-00734. Customer is indicated to be revised, but revision surgery date has yet to be scheduled. Concomitant medical products: part #115330 lot #524630. Part #115384 lot #364490. Part #180509 lot #211690. Part #180509 lot #442880. Part #180510 lot #918970. Part #180510 lot #918970. Part #417200 lot #0000633939. Part #402439 lot #628120. Part #402439 lot #632240. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Mmi review of xrays had significant findings of loosening, dislocation, osteopenia, radiolucency, and osteolysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported patient underwent right reverse shoulder arthroplasty 9 years ago. Subsequently patient is indicated to be revised due to dislocation, loosening, and migration, but surgery has yet to be scheduled.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.